Event description:
Testing by a customer on siemens pos combo 33 yielded (B)(6) results with (B)(6). The proficiency isolate's expected results was (B)(6) with (B)(6). Results obtained using microscan positive combo 33, lot number 2014-01-25, were sensitive for both (B)(6). A second (B)(6) provided initial results of (B)(6) using microscan positive combo 33, lot number 2014-05-29, but on repeat, the correct result of (B)(6) was obtained. Patient treatment was not affected by as this was a proficiency survey isolate.

Manufacturer narrative:
Method - actual device not evaluated - compared results from expected survey results. Results - incorrect categorical agreement. Conclusion - no evaluation will be performed. Incorrect results received using the microscan product.